Event description:
Info received that all 4 casters swivel and roll while in brake mode. No injury reported.

Manufacturer narrative:
Technician found that all 4 casters would swivel and roll while in brake mode. Replaced all 4 casters to resolve issue.